Event description:
A physician reported a pt who was treated on 16 september 1997, the pt was treated in the upper and lower vermilion borders, the base of the columella, philtrum, and oral commissures. During the procedure, the pt developed a bruised black area above the right upper vermilion border. On 21 september 1997, the physician noted a bruised, blanched area about 1 inch in diameter above the right upper vermilion border that the pt reported was painful. The physician did not note necrosis or infection, believed the bruising was due to blood vessel occlusion, and he prescribed darvocet for the pain and restoril to help the pt sleep. On 22 september 1997, telephone follow up with the pt revealed that the bruising had improved.